Manufacturer narrative:
Investigation summary: the investigation was not able to confirm what customer had experienced as no samples and no photos were received for evaluation. If samples are received in the future the complaint will be re-opened and re-investigated. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the production of the reported batch. Root cause description: root cause is unable to be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that after the cathena 22gx1.00in straight bc was successfully inserted, the safety mechanism didn't disconnect from the hub when withdrawing the needle, requiring removal of the whole cannula unit and inserting a new one in its place. The following information was provided by the initial reporter: "nurse inserted cathena cannula successfully. The insertion needle was able to be withdrawn by pulling back on the clear plastic housing but the white plastic part didn't disconnect from the hub. The whole cannula unit had to be removed & a new cannula inserted."